Event description:
It was reported that the minicap transfer set pouch was damaged. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j19071 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection of the received sample identified the pouch seal was open. The reported malfunction was due to a manufacturing issue. A supplemental report will submitted if additional relevant information becomes available.